Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A home patient (hp) contacted baxter¿s technical service center to report a leak while using an integrated peritoneal dialysis set on the homechoice (hc) during the initial drain. The cassette tubing was leaking. The hp turned the hc off and on. The baxter technical service representative (tsr) had the hp turn on the hc and arrow down to end therapy and start over with new supplies. There was patient involvement, but no patient injury or medical intervention was associated with this event. No additional information is available.